Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No parts have been received by the manufacturer for evaluation. The medtronic rep reseated the monitor cable which resolved the issue. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the system's monitor on the boom was cutting out when it was moved. The mdt rep removed the upper boom cover and found the monitor power cable was disconnected. He reseated the cable which resolved the issue. There was no patient present when this issue was identified.